Event description:
An orsiro drug-eluting stent system was selected to treat a lesion (99 percent stenosis degree) in a mildly tortuous lad. After implanting a competitors stent an orsiro was implanted and suddenly a thrombosis was observed. Another stent was implanted overlapping with the orsiro to cover the thrombosis.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. No heparin was given during the intervention and the physician stated that the thrombosis is related to the lack of heparin.